Event description:
It has been reported that, during the surgery, the user realized that a part of cement was in package, and that due to doubt on product's sterility it was not used. As reported, the surgery was completed with alternative cement. According to declaration of hospital personnel it was claimed that the pouch was damaged, but anyone of zimmer biomet team member in turkey has not seen that pouch is damaged or cement is poured. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. One picture was received and the reported event damaged packaging was able to be confirmed, as it can be seen that the folding box and the aluminum pouch are torn. A complaint extract was done regarding packaging : packaging_damaged: 2 complaints (involving 4 products), this one included, have been recorded on refobacin bone cement r 1x40-3, reference 3003940001-3, from 01-jan-2018 to 13-oct-2021. 1 complaint (involving 1 product), this one included, has been recorded on refobacin bone cement r 1x40-3, reference 3003940001-3, batch az20al0302, since ever. The product analysis can't be performed as the product was not returned (discarded). Investigation results concluded that the reported event was due to user error (folding box and aluminum pouch were torn). A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product cmp- (B)(4). Report source, foreign - event occurred in (B)(6). This is a combination product. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that, during the surgery, the user realized that a part of cement was in package, and that due to doubt on product's sterility it was not used. As reported, the surgery was completed with alternative cement. In addition it was reported that the inner sterile cement pouch was damaged and that the cement powder leaked out of this package. No adverse event has been reported as a result of the malfunction.